Event description:
Patient, with a history of osteoarthritis experienced an operation (not otherwise specified) and left knee effusion. The pt began treatment with synvisc on an unknown date. The pt received synvisc injections on an unknown date to the left knee. On an unknown date after the injection, patient experienced left knee effusion. The pt was treated with lipotalon and subsequently had an operation (unspecified). No further details were provided. At the time of this report the pt's outcome was unknown. The physician did not provide a causality assessment of the relationship of synvisc to the events.